Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the p5 connection on the ethernet o ring was plugged directly into p4. The camera cart ups never had the connection from p5-enet. Once the p5 and up had a connection the system booted completely fine. The self test for internal network status went all green and the systems functioned as intended. The system then passed the system checkout and was found to be fully functional. The pcoip boards were returned to the manufacturer for analysis. Analysis found that when the pcoip client was tested, logs indicated software reboot at 1 min 50 sec, and 2 min 16 sec for the first board. The second board was tested and logs indicated no software reboots and that it was the newest configuration (100mbps). Unit was then tested on a test station for 2 days 18 hrs 40 min without issues. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pcoip kept cycling, causing the camera cart monitor to go black and take a couple seconds to reconnect. The camera worked the whole time. A company representative replaced the pcoip, but the camera cart still never connected to the main cart and the localizer was showing as not connected. The power over ethernet (poe) injector had a green light on it. The camera had a green and an amber light. The site reseated all connections in the camera cart to ensure nothing was loose or connected to the incorrect location with no resolution. The ndi toolbox showed the polaris spectra system control unit (scu), but no camera to connect to. It was noticed that the ethernet cable plugged into the o-ring from the new pcoip had a green and orange light for that port. The site swapped p orts and the orange light would follow the port. The site tried a different ethernet cable from the pcoip to o-ring without a change in light status. When they plugged in the original pcoip that was on the system, the port on the o-ring to pcoip began just showing green. The camera cart was still not connecting though. This caused no delay and hadno impact to the patient. While replacing the pcoip the representative accidentally stripped one of the screws on the camera cart chassis.